Event description:
Patient received an aortic valve replacement last fall using the sorin percival rapid deployment aortic tissue valve for aortic stenosis. He also had a three vessel CABG for cad. Last month the patient presented to the emergency department with sudden worsening of sob, fatigue, and hypotension. Diagnostic testing, and echocardiogram showed the aortic valve had excessive movement and a mass was noted on and around the valve. The patient was taken emergently to the or and the loose valve was removed along with a sizable thrombus. A new aortic valve was placed. The explanted valve was taken to microbiology for cultures. 1:2 cultures showed streptococcus colonization with two varies, mits & hominis. Hominis is a pathogen seen in endocarditis. Manufacturer response for artificial aortic valve replacement, sorin percival rapid deployment aortic tissue valve (per site reporter). Attempted to take possession of the device.